Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evaluation. However, log file analysis tool was utilized. As per logs, alarm 318 "inspiration valve failsafe failed or occlusion in inspiration" during start-up self-test procedures at (B)(6) 16:35:47 (device time). Later, the issue was no longer reproducible. Most likely the circuit system was occluded during the start-up self-test and this has triggered the alarm. No other hw failures visible on the logs. Our investigation revealed that issue is no longer reproducible. Most likely occluded circuit system during start-up self-test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluated by MFR: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, it is suspected that the cause may be the setup during startup. The error is triggered under the following circumstances: inspiratory port blocked, exhalation valve defective, or red control hose for the exhalation valve not connected or kinked. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical technical failure 318 - inspiration valve failsafe failed or occlusion in inspiration tube with the bellavista 1000e 17.3" basic during patient use. End user replaced the ventilator with a backup device. No patient harm reported.